Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant the stylet could not be fully inserted. The lead was not used. The patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.